Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead h6 fdc is related to pli 20. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a trial patient. It was reported that the patient got the basic evaluation on (B)(6) 2017. The patient complained of pain and bleeding the first night and had to take plavix. The nurse stated she had blood in her underwear a couple of times. On the gauze under the tagaderm it was all brown so it was old blood. The patient took a shower the morning of the call and thought she kept it dry. She wanted to know what she should do with it. The patient also thought the right lead came out. She had pain when she was trying to sit or lay down. The pain was from the back of the tailbone to the waist. She stated it was like menstrual cramps. She almost felt nauseated, and she did not want to eat. It was indicated that the patient did not have trauma/falls related to the issue. The patient also stated she may have wrapped it when getting in a chair. When asked if helping her symptoms and she stated yes, the bowel and the bladder. Patient services had her check the setting and the right and the left side stated 0.0 volts. It was noted that they did not have stimulation on. They increased the left side to 0.3 and she did not feel it. The patient stated she was at 0.3 volts and wanted to know what she should be at. Additionally, the patient reported that the stool consistency was a "7". No further complications were reported or anticipated.